Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly or motor. The insulin pump passed unexpected restart test and no unexpected restart error alarm noted during testing. The insulin pump had cracked display window corner, scratched lcd window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer also reported that they received an unexpected restart alarm. The customer's blood glucose was 16.0 mmol/l at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.